Event description:
It was reported that prior to implant, the helix mechanism was tested and there was difficulty extending and retracting the helix. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.